Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that they cannot insert the cutter in the device. The device was being used during surgery. No injury or medical intervention occurred. There was no additional information provided.